Event description:
Health professional reported lap-band system removal "due to repair of sliding hiatal hernia, intractable reflux, with intractable cough." Health professional has declined to provide additional info.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. Hiatal hernia, "intractable reflux," and "intractable cough" are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of reflux as follows: "caution: pts with barrett's esophagus may have problems associated with their esophageal pathology that could compromise their post-surgical course. Use of the band in these pts should be considered on the basis of each pt's medical history and severity of symptoms." "Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported event of hernia as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than (B)(4) of subjects included: hernias, including hiatal hernias."